Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check at the customer's site, the zoll representative found that the autopulse platform (s/n (B)(4) was displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.